Manufacturer narrative:
(B) (4): evaluation results - (other) a lens work order search was performed, and no similar complaint was found within the same work order. (B) (4).

Event description:
The reporter stated the surgeon attempted to use a aq5010v three piece silicone lens. When the lens was opened, there was debris on the lens. There was no patient contact. Further info has been requested but none has been forthcoming. A supplemental medwatch will be filed when further info is available.